Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 28 x 2.25 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with proximal struts bunched distally. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23dec2020. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, 2.25x24mm, concentric, de novo target lesion was located in the severely tortuous and severely calcified right coronary artery. The lesion contained >45 and <90 degrees bend. After a 7f guide catheter and non-bsc guidewire crossed the lesion, rotablation was performed with a 1.5 rota link plus and pre-dilation was performed with a 2.25x12mm nc quantum apex balloon catheter. Subsequently, a 28 x 2.25mm promus elite drug-eluting stent was advanced but failed to cross the lesion due to calcification. The device was removed and the procedure was completed with a different device. No patient complications were reported and patient status was stable. However, returned device analysis revealed stent damage.